Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device arrived non functioning. No reports of malfunction or pt involvement.